Manufacturer narrative:
The event occurred in china. It was reported that the rotaflow device temperature was too high during patient treatment. There was no error message displayed. The device was replaced with another machine without negative consequences. No harm to any person has been reported. Due to the information that the device was replaced during use, a report is required. The patient data was not shared by customer. The affected rotaflow console with s/n (B)(6) was investigated by a getinge field service technician. The technician could confirm the reported failure and found the heat dissipation holes were blocked due to dust on the rotaflow drive pump head. After cleaning, the device passed all factory-specified and safety tests and is working as intended. The device is cleared for clinical use. The most probable root cause could be determined as dust on the rotaflow drive pump head blocked the heat dissipation holes. In addition the failure mode "device temperature too high" can be linked to the following most possible root causes according to the rotaflow risk management file: - heat accumulation - heat generation due to motor blockage - device used out of specification. Based on these investigation results the reported failure could be confirmed. The review of the non-conformities has been performed on 2025-03-18 for the period of 2022-03-21 to 2025-03-12. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was produced in 2022-03-21. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15 chapter 2.2.2 "position of use and operation, and positioning": make sure that the ventilation openings are not obstructed and the rotaflow system is not covered. There is a risk that the rotaflow system will overheat. Ensure a minimum distance of 50 cm to other devices, objects, or the wall. Furthermore, it is stated in chapter 10 "maintenance" that the ventilation openings of the rotaflow drive must be cleaned in a regularly interval by the operator. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. This event occurred on the chinese market on a significantly similar device to "base unit, rotaflow", which is sold in the us. For d4 unique identifier (UDI)#, primary di number has been used for base unit, rotaflow with catalog number 701046405. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
The event occurred in china. It was reported that the rotaflow device temperature was too high during patient treatment. There was no error message displayed. The device was replaced with another machine without negative consequences. No harm to any person has been reported. Due to the information that the device was replaced during use, a report is required. Complaint ID: (B)(4).